Event description:
The customer states that the left monitor exhibits a burn in the image of the test pattern.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the monitor. The system operates as intended.